Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the 4-way valve is not shifting. Additional malfunction is the pilot valve is leaking.